Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's driveline was repaired with rescue tape on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: damage to the outer jacket of the external portion of the patient¿s driveline could not be confirmed as no images were provided by the account for review and no product was returned for evaluation. The information provided by the site indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the driveline repair with rescue tape. The patient remains ongoing on heartmate (hm) ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jul2015. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.